Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient also experienced left-sided implant rupture. Rupture was discovered by MRI. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on october 22, 2021. Device evaluation completed on october 27, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(4).

Manufacturer narrative:
Additional information received on february 11, 2022 indicated that he patient underwent bilateral capsulectomy and bilateral replacements on (B)(6) 2021. The right and left implants were intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient did not undergo explantation on the date previously reported. The patient is currently scheduled to undergo explantation on (B)(6) 2021. Block d6b ¿ explantation date: 12-oct-2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and all released units met documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 400cc mentor memorygel breast implant has experienced postoperative left-sided grade iii capsular contracture, confirmed by a physician. Patient experienced left-sided firmness shortly after surgery, and it has gradually gotten worse and painful over time. As a result, the patient underwent explantation on (B)(6) 2020.